Event description:
It was reported that the device was displaying error message 255-202-2 during battery testing. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had displaying error message 255-202-2 during battery testing was not identified during the customer call. Technical support informed the customer that battery replacement may be required, although this may or may not resolve the reported issue. If the issue persists, the customer was advised that the logic board may need to be repaired or replaced, and the unit may require being sent in for service repair. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.